Event description:
The distributor contacted animas on (B)(6) 2013 alleging the pump had no power and no vibratory function. The distributor noted that there was sound on battery insertion. No further information was available. There was no reported adverse event associated with this complaint. This complaint is being reported because the pump allegedly had no power and no vibratory function which remained unresolved.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 10/10/2014 with the following findings: review of the black box data revealed multiple records of power on reset on (B)(6) 2014. On examination, the battery compartment was noted to be cracked in the thread area and below the grip pad. On investigation, the pump powered on and was exercised for 24 hours without loss of power, rebooting or call service alarm. The pump was opened for investigation and did not reveal any evidence of damage, defect or contamination of the pump interior. Investigation did not duplicate the alleged power issue. Unrelated to the original complaint, the display was noted to be dim and discolored and the audio bolus button cover was detached from the pump.